Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 8000 ise 1800 module. The customer received ise noise errors during the time of the issue. The sample initially resulted in a k value of 5.1 mmol/l and repeated as 4.3 mmol/l. It is unknown whether a questionable result was reported outside of the laboratory. The k electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found a misadjusted nozzle. The nozzle was adjusted. The customer ran calibration and quality controls successfully. Correlation studies were performed without alarms. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions performed resolved the issue.